Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, the draw latch to the ultrasonic air sensor (uas) was broken off. There was no patient involvement.